Manufacturer narrative:
Corrected fields: d10/e1 (information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been almost eight years since the subject device was manufactured. Based on the results of the investigation, proper reprocessing may not have been possible due to the leak, and as a result the foreign object may not have been removed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: bf-f260 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Bf-f260 reprocessing manual chapter 3 "cleaning, disinfection and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the channel tube was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera bronchovideoscope had a brush plug in the biopsy tube. The issue was found during reprocessing for a bronchoscopy and it was completed with the same device. There was no patient harm or user injury reported.